Event description:
The customer reported that while the unit was in use on a patient, the patient coded twice and no alarm was generated. Vital signes were observed at the central station. The patient was not switched to another unit. The patient expired.